Event description:
The following was reported by the attorney for the pt: (B)(6) 2005--pt underwent incisional hernia repair surgery. Pt's hernias were repaired with a medium oval bard kugel hernia patch (medwatch 1213643-2010-00540) and a large oval bard kugel hernia patch (lot not stated and ref not stated). In (B)(6) 2009--pt presented to the hospital suffering from an infected abdominal mesh. It was decided that the meshes needed to be replaced. During the surgery, surgeon noted that "the mesh prosthesis was chronically infected and would require removal." Most of the mesh was densely incorporated into the overlying retus muscle and was dissected free. During the dissection, a number of pockets of chronic inflammatory tissue were encountered with small amounts of purulent fluid. "The entire mesh, consisting of two kugel patches, was able to be completely explanted." The defect was repaired with a piece of strattice. Pt was discharged a few days after admission.

Manufacturer narrative:
Based on the info provided, the pt developed and was treated for an infection four years after the implant of the mesh. Therefore it is unlikely that the mesh was the cause for the infection. It should also be noted that the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date.